Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported site irritation. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: 14421-aw rev h / 2016, using the pod 5 / page 44, warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes 9 / page 107: warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
It was reported that the patient was experiencing irritation while wearing the pod. Pod site is described as half dollar sized, red, and itchy with a painful burning sensation and raised red bumps. Patient consulted with dermatologist who prescribed mupirocin ointment and fluocinonide.